Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), accepted v-p shunt on (b)(46 2014. No other anomalies were occurred. The patient felt headache and returned hospital at the end of 2016. X-ray report indicated that the catheter fell off. The revision surgery was operated on (B)(6) 2017. It was noted that the catheter at the end of abdomen was broken. The broken piece was removed and new device was exchanged. Now the patient condition is stable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheters were visually inspected, the 765mm of catheter has one end that was a bit jagged, the other catheter 740mm was clean cut. The small piece of catheter attached to the valve did not seem to match up with the catheter with the jagged end. The catheters were irrigated, no occlusions were note. Review of the history device records confirmed the valve product code 82-3832, with lot cpkb4y, conformed to the specifications when released to stock on the 2nd october 2013. The root cause could be due to a sharp or pointed object coming into contact with the catheter, this however could not be determined. As noted in the IFU silicone has a low cut and tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.